Event description:
It was reported that the doctor was unable to position the lens properly in the capsular bag as the lens was pushed anteriorly. The incision was enlarged to remove the lens. Another lens of a different model was implanted. Sutures were placed. The pt is doing well. This report refers to the pt's left eye. According to the surgeon, the most likely cause of the event was positive vitreous pressure.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.